Manufacturer narrative:
The insulin pump received with no button response due to unlocked connector on lcd board. The insulin pump received with cracked reservoir tube lip and minor scratches on display window noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive when attempting to bolus. Customer's blood glucose was 235 mg/dl. The customer also reported a failed battery test alarm occurring and the keypad became unresponsive after the battery was replaced. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.